Event description:
It was reported that the fluoro check holes on this tibia guide disappeared when the case switched from a size 4 long tibia to a size 3 long tibia.

Manufacturer narrative:
Upon further review of the risk assessment the complaint was identified to be non-reportable. The review of the risk documentation and the reported information regarding the reported event does not suggest that a recurrence of this event would result in a serious injury. The procedure was completed successfully. There was no significant surgical delay and no impact on the patient. Upon review of the complaint history dating of the last 3 years, it has been noted that there are no reports of serious injury as a result of similar events with this device. If further information becomes available that suggests otherwise, the reporting decision will be reevaluated.

Manufacturer narrative:
The reported event (instrument: positioning problem; intraoperative) could be confirmed, since evaluation of images provided and confirmed by prophecy technicians that fluoro check holes were missing and suppressed in the design file. The prophecy team was made aware of the incident and conducted an investigation into the matter. According to their evaluation, "the user in charge of performing alignment and guide design updated the report and cad filed correctly the first time the report was sent to surgeon's review. However, after performing the changes requested by the surgeon that required an update on the tibia alignment guide, the fluoro check holes were accidentally suppressed in the cad file. As a result, the tibia alignment guide was designed incorrectly. This error was not detected during the under-engineering review step before sending the report for surgeon's approval. The fluoro check holes of the tibia alignment guide were suppressed due to human error. This error was not detected during the under-engineering review step. A meeting will be held with the corresponding team regarding proper guide design and review, before sending the report for surgeon¿s approval." Based on the investigation, the root cause was attributed to a manufacturing process related issue. The fluoro check holes of the tibia alignment guide were suppressed due to human error. This error was not detected during the under-engineering review step. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. A nonconformance was initiated to further investigate the issue.

Event description:
It was reported that the fluoro check holes on this tibia guide disappeared when the case switched from a size 4 long tibia to a size 3 long tibia.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device was discarded

Event description:
It was reported that the fluoro check holes on this tibia guide disappeared when the case switched from a size 4 long tibia to a size 3 long tibia.